Event description:
High impedance was found on the patient's vns device during a periodic review of the manufacturer's programming history database. No additional or relevant information has been received to date.

Event description:
It was identified that this high impedance report is duplicate the to event reported on MFR. Report #1644487-2018-02273. A previous high impedance report was received without any identifying information of the patient and therefore the separate report was submitted. All further information will be reported using MFR. Report #1644487-2018-02273.